Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the right colon surgery, after fired, there was no voice feedback when fired to the end. It was seen that the staple only half complete and the other half were incomplete. Used suture to oversew. There was no patient consequence reported.